Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and found no non-comformances. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that pump was not alarming load set as expected. They stated it failed to alarm. This is not a valid alarm. They may have been indicating the set not installed alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. (B)(4)

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-comformances. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that pump was not alarming load set as expected. They stated it failed to alarm. This is not a valid alarm. They may have been indicating the set not installed alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. (B)(4).